Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows; reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump. Performed pump manual prime; visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 108 mg/dl. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery with reservoir change. Customer was advised that reservoirs would be replaced.